Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No beeping was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was unresponsive to clear the alarm. The customer's blood glucose was 242 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.